Manufacturer narrative:
Additional information: date returned to manufacturer: 24 aug 2021. Section h2: device evaluation. Section h3: device returned to manufacturer: yes. Device evaluation: product was received on august 24th, 2021 for further evaluation. Based upon the visual inspection of the complaint sample, the probable cause of the material find is from an irregular perforation of the gray rubber membrane when the product was activated for use. This can generate a small piece of rubber material which can be injected into the patient¿s eye. This is a known issue and can be a user error. The probable source of the material find is an irregular perforation of the gray rubber membrane. A small rubber particle can be formed when the customer activates the product during normal usage and as per the accompanying directions for use. This is a known issue. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. If implanted; give date: n/a (not applicable). The healon ovd is not an implantable device. If explanted; give date: n/a (not applicable). The healon ovd is not an implantable device. Initial reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). Manufacturer telephone number: (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search revealed that two additional complaints were received from this production order. But no patient harm, no treatment required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during an operation, the ophthlamovisco surgical device (ovd) was injected into the patient¿s eye and then removed right after a white material was found floating in the eye. No other information was provided.